Event description:
The hosp reported that at the end of an endoscopic vein harvesting procedure, the harvester removed the device and was taking out the short port blunt tip trocar "btt" and saw the balloon had popped and pieces did need to be retrieved from the pt's leg. They had already completed the procedure so no replacement was required. The hosp did not report any pt complications. Product is not returning, was discarded.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lot history record review was completed for the product, there was no nonconformance associated with the lot #.